Event description:
It was reported that during surgery, the device produced an incomplete harvest and shredded the graft requiring slightly more donor site than planned. There were patient injury and delay since there was additional graft taken. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the motor rpms were noisy but within specifications, the control bar was loose, the spring seal and reciprocating arm were damaged, and the control bar and spring pin were not in the correct position. The screw seals, spring, bearings, washers, swivel, motor, sleeve, planetary gear, ring gear, bearing spacer, dowel pins, planetary carrier, nut bearing lock, retaining ring, spring seal, reciprocating arm, and screw were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.